Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose, motor error alarm and no delivery alarm on the insulin pump. Customer's blood glucose level went as high as 500 mg/dl. Customer treated their high blood glucose via manual injection. Troubleshooting for the motor error alarm was performed. Customer received a motor error alarm during bolus delivery. Customer received multiple no delivery and motor error alarms during the night. Customer advised the device also had cracks and scratches. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No motor error alarm or excessive no delivery alarm noted. Motor passed motor test. Pump received with scratched display window (not crack), cracked case at display window corners and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.